Event description:
It was reported that there was a leak identified in the continuous ambulatory peritoneal dialysis (capd) disconnect y-set which was due to a crack. The reported issue was found before use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Actual occurrence date and the therapy date is unknown. The device was received for evaluation; however evaluation has not yet begun. A review of all batch record documents was performed for lot number h13e06027 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. Should additional relevant information become available, a follow up medwatch will be submitted.